Manufacturer narrative:
The evaluation of the provided logs confirms the reported o2 concentration low. Check tubing, peep low, leakage too high and expiratory minute volume high were also active during ventilation. Our field service engineer investigated the ventilator on site. The nozzle units were replaced as part of the preventive maintenance kit. After the replacement, functionality and safety checks passed according to factory specifications. The ventilator was released for clinical use. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating a low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).